Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: during a post marked clinical follow-up (pmcf) study cook became aware of this event. On (B)(6) 2020, the index procedure was performed for a primary indication of traumatic injury with a zdeg-p-26-79-pf device. The left femoral artery was accessed. A balloon was used during the procedure to facilitate anatomic compliance. The location of the balloon was at the proximal sealing zone of the graft and the junction of overlap between the graft and the distal graft/stent (additional information regarding whether another graft or stent was used during the procedure was requested, however no information was received). The zdeg device was placed without any difficulties, and no other additional procedure was performed during the study. Procedural angiography showed the proximal zone of graft implantation as zone 3 and the lsa (left subclavian artery) was not covered by the graft. There was no endoleak, separation of devices or device integrity issues assessed at the end of the procedure. (B)(6) 2025, 1636 post procedure the site reported the appearance of a dissection localized to the distal part of the zdeg graft. There was no treatment. The site did not relate this event to the device or the procedure. Per the site the patient had a consultation with the surgery on (B)(6) 2025 and will continue to monitor blood pressure and have a repeat CT (computed tomography) scan for monitoring (B)(6) 2025. No further information has been received. The complaint reported by the user was confirmed. Complaint is confirmed based on customer and/or sales representative testimony. The device evaluation could not be performed as the device or photographic evidence of the device was not returned for evaluation. Event is related to implanted stent graft. This complaint originates from a post-market study (pmcf) where images are not collected. A review of the manufacturing records and/or specifications did not reveal any discrepancies/nonconformances that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. Prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. There is no evidence to suggest that the user did not follow the instructions for use or label. A definitive cause could not be determined from the investigation. Possible cause is fragile dissecting aortic anatomy. Aortic damage is a known potential adverse event as described in the instruction for use. It is unknown if use of the device outside the intended use for treatment of traumatic injury could have contributed to the reported event. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Description of event according to study (B)(4): zenith tx2 dissection w/pro-form and z-trak plus (zdeg): on (B)(6) 2020, the index procedure was performed with a primary indication of traumatic injury. The left femoral artery was accessed. A balloon was used during the procedure to facilitate anatomic compliance. The location of the balloon was at the proximal sealing zone of the graft and the junction of overlap between the graft and the distal graft/stent. The zdeg device was placed without any difficulties and no other additional procedure were performed during the study. Procedural angiography showed the proximal zone of graft implantation as zone 3 and the lsa was not covered by the graft. There was no endoleak, separate of devices or device integrity issues assessed at the end of the procedure. On (B)(6) 2025, 1636 post procedure the site reported the appearance of a dissection localized to the distal part of the zdeg graft. There was no treatment. Per the site the patient had a consultation with the surgery on (B)(6) 2025 and will continue to monitor blood pressure and have a repeat CT scan for monitoring on (B)(6) 2025.

Manufacturer narrative:
Manufacturers ref#: (B)(4). G4) similar to device marketed under 510(k)/PMA: p180001. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.